Manufacturer narrative:
B3 date of event: the exact event date is unknown. Investigation summary: with all the available information, boston scientific concludes that the reported tubing break was confirmed. In addition, a fluid leak was identified in the cylinders. Device history record (DHR): a DHR and ship history review cannot be performed as the lot numbers were not available. Device technical analysis: the pump was leak tested, visually inspected, examined using a microscope, and functionally tested. The pump kink resistant tubing (krt) was worn down to the filament. The pump passed all tests performed. The reservoir was visually inspected, leak tested and microscopically examined. The reservoir krt was fatigue and worn down to the filament; no leaks were found. The cylinders were visually inspected, leak tested and examined using a microscope. Both cylinders had wear at folds in cylinder bodies. This is an indication of possible buckling of the cylinders in the proximal cylinder bodies. The krts of both cylinders were fatigue and worn down to the filament. Cylinder 1 had a leak and exhibited bulging in the proximal cylinder body, when inflated with the syringe, that was the result of wear at a fold. The krt of cylinder 2 was identified as having been cut down to the input tube sleeve junction. Cylinder 2 had a leak in the cylinder body that was the result of a sharp instrument damage which probably occurred during the explant surgery. Due to this damage being consistent with explant surgery it will be considered a secondary failure. Both cylinders were not pressure tested due to leaks were identified. The identified fluid leak and bulge are also the probable cause of the reported mechanical issue, as the device would not be functional after the system fluid was lost. Product analysis confirmed the reported event. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of caused traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient presented with a non-functional inflatable penile prosthesis (ipp). The device was removed and the physician found that the tubing connecting the pump and the reservoir was broken, resulting in fluid leak. A new ipp was implanted. There were no patient complications.

Event description:
It was reported that the patient presented with a non-functional inflatable penile prosthesis (ipp). The device was removed and the physician found that the tubing connecting the pump and the reservoir was broken, resulting in fluid leak. A new ipp was implanted. There were no patient complications.